Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a (B)(6) infection and vegetation on the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. No further patient complications have been reported as a result of this event.